Event description:
Medtronic received a report stating that a d-ys pulse oximetry unit gave a low reading. There was no patient harm reported with this event.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event as "no readings" was confirmed. The emitter¿s internal black and red wires were broken close to the sensor. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.